Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. Post deployment of the 2nd clip, the mean pressure gradient was noted to be 6mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.